Manufacturer narrative:
The event occurred in south korea. It was reported the rotaflow console unexpectedly powered off while operating on a patient, as the on/off switch turned off by its own. The customer attempted to turn the switch back on but was unsuccessful. The system could be restarted by pushing and holding the switch into the on position. The device was exchanged with a back-up device and continued the support of the patient. No harm to any person has been reported. Due to the exchanged during use and the "unexpected pump stop" a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and reproduced the reported failure "unexpected pump stop". The on/off switch with cabling (article number 701050674) has been replaced. The device was working as intended and is back in use. The on/off switch with cabling was investigated by the getinge life-cycle-engineering (lce) and a malfunction of the on/off switch could be confirmed. The switch was send to the manufacturer for further investigation. The defect could be confirmed by the manufacturer as well. An exact root cause could not be determined, but a mechanical latching function failure, which did not reliably fix the switch in the on position. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2023 and during the period of 2019-10-17 to 2023-11-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2019-10-17. Historical review: for the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The following IFU section should be followed in case of a "pump stop" heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in south korea. It was reported the rotaflow console unexpectedly powered off while operating on a patient, as the on/off switch turned off by its own. The customer attempted to turn the switch back on but was unsuccessful. The system could be restarted by pushing and holding the switch into the on position. The device was exchanged with a back-up device and continued the support of the patient. No harm to any person has been reported. Complaint ID:(B)(4).